Event description:
It was reported that the patient temperature was 33.7, target temperature was 33c and water temperature was 30.4c in the arctic sun device. The nurse was getting alert 113 (reduced water temperature control) in the arctic sun device. Nurse stated that chiller temperature (t4) was 4.1c, mixing pump command was 100 percent, pump hours were 2484 and system hours were 2806. Mss advised to send device to biomed labeled as alert 113 (reduced water temperature control), not cooling. Nurse stated that they did not have another device available. Mss confirmed that the device was not able to deliver cold water to the patient and they need to use another means of cooling.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was not able to be determined, as the reported issue could not be reproduced. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use by a patient. The device was not returned for evaluation. DHR is not required as the device has undergone previous servicing and therefore the reported event is not manufacturing related. The reported event is unconfirmed, labeling/packaging review is not required. Based on the results of the investigation, no additional actions are needed. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient temperature was 33.7, target temperature was 33c and water temperature was 30.4c in the arctic sun device. The nurse was getting alert 113 (reduced water temperature control) in the arctic sun device. Nurse stated that chiller temperature (t4) was 4.1c, mixing pump command was 100 percent, pump hours were 2484 and system hours were 2806. Mss advised to send device to biomed labeled as alert 113 (reduced water temperature control), not cooling. Nurse stated that they did not have another device available. Mss confirmed that the device was not able to deliver cold water to the patient and they need to use another means of cooling.